Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, and afx vela suprarenal and an afx vela infrarenal. Approximately two and a half (2.5) years post initial procedure a type ia endoleak with migration was identified at a routine follow-up visit. Re-intervention was completed with implant of two (2) afx vela suprarenal¿s sealing the type ia endoleak. Additionally, prophylactic bilateral ovation ix extenders were implanted. The patient was reported to be doing well post re-intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak due to suprarenal stent migration, and the aneurysm enlargement events are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest off-label distal neck anatomy of 37.6mm (per IFU should be less than 32mm). These findings were discovered during an examination of the computed tomography (CT) scan dated 20 apr 2018. The most likely causation for the type 1a endoleak is user related due to the off-label distal neck anatomy. The final patient status was reported as being stable post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, and afx vela suprarenal and an afx vela infrarenal. Approximately two and a half (2.5) years post initial procedure a type ia endoleak with migration was identified at a routine follow-up visit. Re-intervention was completed with implant of two (2) afx vela suprarenal¿s sealing the type ia endoleak. Additionally, prophylactic bilateral ovation ix extenders were implanted. The patient was reported to be doing well post re-intervention. Additional information: during reintervention, there was no discernible endoleak however aneurysm growth was identified. Clinical assessment identified distal neck anatomy (37.6mm) outside the indications of use (off-label).